Event description:
It was reported that during a breast biopsy, while trying to take a sample, the driver would not cut and retrieve a sample. When attempting to cut the tissue, the cutter would not stop. They cancelled the case and sent the pt home under normal post biopsy instructions and rescheduled the pt for a later date. No samples were retrieved during the case.